Event description:
The patient reported that she is having trouble keeping the v-go devices on. The patient wears the v-go devices on her belly and patient has been sweating causing the v-go to fall off on 7/12 and another fell off on 7/14. The patient confirmed that she cleans the infusion site prior to applying the v-go.